Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the device failed battery removal test due to the super capacitors. Analysis also found the battery contacts were contaminated, several lower case parts were missing, a latch was stuck/sticky, and the battery drawer was damaged. (B)(4).

Event description:
It was reported the external pulse generator (epg) doesn't start up and displayed an error code. The epg was returned for repair. No patient complications have been reported as a result of this event.